Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was crimped, within 3 hours of insertion at upper thigh and abdomen, which cause the patient blood glucose levels was elevated to 400 mg/dl, therefore patient had received correction injection via mdi and bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.